Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. A boston scientific technical services consultant discussed various troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient had an appointment to see their physician for further evaluation, but had to reschedule. It was reported this patient was possibly going to different hospital in the area. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated that a revision procedure was performed due to the high shock impedance measurements. A loose setscrew was discovered upon reopening of the pocket. The high voltage terminal pins were removed, cleaned and reinserted into the device header. The reported shock impedance measurements were now 75 ohms. No additional adverse patient effects were reported.